Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the lever was damaged. The lever, pins, and spring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that before surgery while checking the set the air dermatome handle was found broken. A small pin in the handle was missing. This pin was located at the end of the handle to attach the air hose. Air was leaking so the staff used an alternate device for the procedure. There was no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: united kingdom. Once the investigation is complete, a follow up/final report will be submitted.